Manufacturer narrative:
EXEMPTION NUMBER E2016006, THIS REPORT SUMMARIZES 258 DEATH EVENTS. COLUMN A INDICATES WHETHER AN EVENT IS A ¿NEW EVENT OR FOLLOW-UP¿. COLUMNS M AND N ASSOCIATE A DEVICE WITH THE EVENT TYPE (E.G. IT IS CONSIDERED MOST APPROPRIATE TO ASSIGN AN EVENT OF ¿MAJOR VASCULAR COMPLICATION¿ TO A SHEATH, RATHER THAN THE SAPIEN 3 VALVE).  ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE ¿IMPLANT APPROACH¿ FIELD AVAILABLE IN THE REGISTRY. ANY LINE ITEMS HIGHLIGHTED IN YELLOW INDICATE A DISCREPANCY IN THE REGISTRY DATA; EXAMPLE: ¿EVENT DATE¿ PRIOR TO ¿IMPLANT DATE¿.

Event description:
THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORTING (ASR) ADVERSE EVENT SUBMISSION FOR MAY 2019 DATA EXTRACT FOR DEATH FOR THE SAPIEN 3 VALVE.

Manufacturer narrative:
THIS REPORT SUMMARIZES <NOE> 258 </NOE> DEATH SAPIEN 3, SUPPLEMENTAL REPORT TO NOE NUMBER.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;4697530,I,D,217,Edwards SAPIEN 3,9600TFX23,3190;4736876,I,D,174,Edwards SAPIEN 3,9600TFX20,3190;4736876,I,D,174,Edwards SAPIEN 3,9600TFX20,3190;4798407,I,D,7,Edwards SAPIEN 3,9600TFX29,2993;4824567,I,D,217,Edwards SAPIEN 3,9600TFX23,3190;4865003,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4286453,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5206586,I,D,55,Edwards SAPIEN 3,9600TFX26,3190;2429510,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;2516001,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;2516001,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;2658884,I,D,32,Edwards SAPIEN 3,9600TFX23,3190;2677309,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;2677309,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;2677309,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;2677309,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;3266210,I,D,7,Edwards SAPIEN 3,9600TFX26,2993;3266210,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;3322660,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;3375788,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;3375788,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;3375788,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;3375788,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;3375788,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;4020775,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4073759,I,D,280,Edwards SAPIEN 3,9600TFX23,3190;4343215,I,D,630,Edwards SAPIEN 3,9600TFX26,3190;4496917,I,D,156,Edwards SAPIEN 3,9600TFX29,3190;4520147,I,D,46,Edwards SAPIEN 3,9600TFX26,3190;4527310,I,D,221,Edwards SAPIEN 3,9600TFX23,3190;4655169,I,D,304,Edwards SAPIEN 3,9600TFX26,3190;4741250,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4803760,I,D,48,Edwards SAPIEN 3,9600TFX23,3190;4803760,I,D,189,Edwards SAPIEN 3,9600TFX23,3190;4803760,I,D,288,Edwards SAPIEN 3,9600TFX23,3190;4803760,I,D,328,Edwards SAPIEN 3,9600TFX23,3190;4834662,I,D,300,Edwards SAPIEN 3,9600TFX23,3190;5013946,I,D,29,Edwards SAPIEN 3,9600TFX23,2993;5039382,I,D,185,Edwards SAPIEN 3,9600TFX23,2993;5039382,I,D,181,Edwards SAPIEN 3,9600TFX23,3190;5091600,I,D,2,Edwards SAPIEN 3,9600TFX26,2993;5126501,I,D,1,Edwards SAPIEN 3,9600TFX20,2993;5126501,I,D,10,Edwards SAPIEN 3,9600TFX20,3190;5202370,I,D,15,Edwards SAPIEN 3,9600TFX23,3190;5207189,I,D,19,Edwards SAPIEN 3,9600TFX26,2993;5207614,I,D,9,Edwards SAPIEN 3,9600TFX23,3190;5212390,I,D,16,Edwards SAPIEN 3,9600TFX26,3190;5212390,I,D,40,Edwards SAPIEN 3,9600TFX26,3190;5222290,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5227302,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5227302,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5227302,I,D,2,Edwards SAPIEN 3,9600TFX26,3190;5227302,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5229064,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5229064,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5229064,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5229064,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5229064,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5229120,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5229120,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5229120,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5229120,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5229120,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5229137,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5229137,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5229137,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5229291,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5229291,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5229291,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5229492,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5229570,I,D,2,Edwards SAPIEN 3,9600TFX26,2993;5229570,I,D,1,Edwards SAPIEN 3,9600TFX26,3190;5231539,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;5232034,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5232034,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5232338,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5232338,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5232674,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5232674,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5232755,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;5232755,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;5233142,I,D,9,Edwards SAPIEN 3,9600TFX26,2993;5234065,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5234065,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5235400,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5235400,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5235400,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5235400,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5235400,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5237771,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;5237933,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5248850,I,D,27,Edwards SAPIEN 3,9600TFX23,2993;5248850,I,D,27,Edwards SAPIEN 3,9600TFX23,3190;5249103,I,D,1,Edwards SAPIEN 3,9600TFX20,3190;5251744,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5251744,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5252646,I,D,4,Edwards SAPIEN 3,9600TFX23,2993;5253154,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;5253334,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;5253687,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5253687,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5254237,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5254237,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5254428,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5254428,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5254428,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5255014,I,D,4,Edwards SAPIEN 3,9600TFX29,2993;5255312,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;5256511,I,D,22,Edwards SAPIEN 3,9600TFX29,3190;5256748,I,D,1,Edwards SAPIEN 3,9600TFX23,3190;5259513,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;5262061,I,D,6,Edwards SAPIEN 3,9600TFX26,2993;5262061,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5262061,I,D,6,Edwards SAPIEN 3,9600TFX26,3190;5263026,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5263457,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5263457,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5263457,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5265397,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5268141,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5268550,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;5270288,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;5271839,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5271839,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5271839,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5272388,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5272388,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5273183,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5274031,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5277331,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5278077,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5278262,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5278262,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5278262,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5278262,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5290650,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5290695,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5290695,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;5290695,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5290695,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5290695,I,D,1,Edwards SAPIEN 3,9600TFX29,3190;5290927,I,D,1,Edwards SAPIEN 3,9600TFX26,3190;5291029,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5291029,I,D,1,Edwards SAPIEN 3,9600TFX26,2993;5291029,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5291029,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5292275,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5292275,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5303652,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5303652,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5303652,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5303958,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5304599,I,D,0,Edwards SAPIEN 3,9600TFX20,2993;5305440,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5305931,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5305931,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5307342,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5307342,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5307646,I,D,3,Edwards SAPIEN 3,9600TFX23,2993;5308574,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5308574,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5308638,I,D,3,Edwards SAPIEN 3,9600TFX26,3190;5308638,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5309676,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;5312354,I,D,3,Edwards SAPIEN 3,9600TFX23,3190;5312354,I,D,58,Edwards SAPIEN 3,9600TFX23,3190;5312354,I,D,37,Edwards SAPIEN 3,9600TFX23,3190;5313337,I,D,6,Edwards SAPIEN 3,9600TFX23,3190;5313745,I,D,5,Edwards SAPIEN 3,9600TFX23,2993;5314135,I,D,18,Edwards SAPIEN 3,9600TFX26,2993;5314698,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5314901,I,D,5,Edwards SAPIEN 3,9600TFX29,2993;5317368,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5317368,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5318069,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5321221,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5322531,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5322694,I,D,2,Edwards SAPIEN 3,9600TFX20,2993;5322694,I,D,2,Edwards SAPIEN 3,9600TFX20,3190;5324324,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5324552,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;5327301,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5327301,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5327301,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5329060,I,D,9,Edwards SAPIEN 3,9600TFX26,2993;5329531,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5353224,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5353224,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5353340,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;5353340,I,D,10,Edwards SAPIEN 3,9600TFX29,2993;5354750,I,D,83,Edwards SAPIEN 3,9600TFX26,3190;5355073,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5355073,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5355073,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5355945,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5355945,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5355945,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5359726,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5359726,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5381678,I,D,7,Edwards SAPIEN 3,9600TFX26,2993;5382394,I,D,5,Edwards SAPIEN 3,9600TFX23,2993;5382603,I,D,2,Edwards SAPIEN 3,9600TFX29,2993;5382712,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5382712,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5382712,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5382794,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5382794,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5383911,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;5384187,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5384305,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5385139,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5386809,I,D,1,Edwards SAPIEN 3,9600TFX23,2993;5386809,I,D,5,Edwards SAPIEN 3,9600TFX23,2993;5390570,I,D,28,Edwards SAPIEN 3,9600TFX23,2993;5391841,I,D,3,Edwards SAPIEN 3,9600TFX29,3190;5391841,I,D,3,Edwards SAPIEN 3,9600TFX29,2993;5391841,I,D,2,Edwards SAPIEN 3,9600TFX29,3190;5402737,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5402737,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5402737,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5402737,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5402737,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5402737,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;5402737,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5402737,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5404851,I,D,5,Edwards SAPIEN 3,9600TFX23,2993;5404851,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5407847,I,D,2,Edwards SAPIEN 3,9600TFX26,2993;5410814,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;4343215,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5232338,I,D,0,Edwards SAPIEN 3,9600TFX26,3190;5232338,I,D,0,Edwards SAPIEN 3,9600TFX26,2993;3164445,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;3164445,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;4672426,I,D,57,Edwards SAPIEN 3,9600TFX26,3190;4864474,I,D,166,Edwards SAPIEN 3,9600TFX23,3190;5264553,I,D,13,Edwards SAPIEN 3,9600TFX26,2993;5308657,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5308657,I,D,0,Edwards SAPIEN 3,9600TFX29,2993;5308657,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5356919,I,D,1,Edwards SAPIEN 3,9600TFX29,2993;5391161,I,D,0,Edwards SAPIEN 3,9600TFX29,3190;5408737,I,D,0,Edwards SAPIEN 3,9600TFX23,2993;5408737,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;5408737,I,D,0,Edwards SAPIEN 3,9600TFX23,3190;4634227,S,D,0,Edwards SAPIEN 3,9600TFX23,3190;4658315,S,D,120,Edwards SAPIEN 3,9600TFX26,3190;4721165,S,D,192,Edwards SAPIEN 3,9600TFX23,3190;4721165,S,D,360,Edwards SAPIEN 3,9600TFX23,3190;4728543,S,D,67,Edwards SAPIEN 3,9600TFX29,3190;4728543,S,D,293,Edwards SAPIEN 3,9600TFX29,3190;4736787,S,D,0,Edwards SAPIEN 3,9600TFX26,2993;4737708,S,D,14,Edwards SAPIEN 3,9600TFX23,2993;5050351,S,D,0,Edwards SAPIEN 3,9600TFX23,2993;5050351,S,D,0,Edwards SAPIEN 3,9600TFX23,2993;5093071,S,D,0,Edwards SAPIEN 3,9600TFX20,2993;5121898,S,D,0,Edwards SAPIEN 3,9600TFX23,2993;5187411,S,D,1,Edwards SAPIEN 3,9600TFX26,2993